Event description:
The end user mother alleges the speed is to easy to turn up on a unknown power chair. All the trim where the wheels and footplate hit, punched holes in the sheetrock in the rooms, and hit the hollow core door with her chair. She alleges that the dealer has come out and turned the speed down. She alleges this event has caused the toe nail on the big toe on her daughters left foot to come off. She has not taken her to the doctor because she is a nurse and she can treat her.